Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump may not have been delivering insulin properly. The customer reported that he experienced a high blood glucose level, bolused, and still had the elevated blood glucose level. Customer stated that he received multiple failed battery tests and that the device's battery life was shorter than normal. The customer eventually went to the emergency room with a blood glucose level over 600 mg/dl. Customer reported that he was treated with an insulin drip and released. The customer was wearing the insulin pump at the time of the emergency room visit. Troubleshooting was started, but could not be completed as the customer did not have a tubing clamp available. Blood glucose level at the time of the call was 231 mg/dl. The customer was advised to call back once he received the tubing clamp and will not return the device for analysis.